Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Additionally, it was reported that the pump did not deliver the last 20 units remaining in the cartridge. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide any additional information.